Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this lead was an attempted implant. During the procedure, the electrode coil became damaged. As a result, the procedure could not be completed; it was reported that additional intervention would be required with an unknown date. The procedure was rescheduled on an unknown date. No adverse patient effects were reported. This lead is not expected to be returned.